Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, or failed battery test alarms during testing. The pump passed the self test, unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a scratched case, cracked battery tube threads and a cracked reservoir tube lip. No cracked reservoir tube window or cracked case at the display window corner noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power and had damage. Customer's blood glucose at time of incident was unknown. Customer stated the pump switch off alone without alarm. Customer stated that there are cracks near battery compartment, cracks near reservoir window and cracks around display window.